Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for degenerative disc disease and spinal pain. It was reported that the patient was "having a lot of pain in the area of the device". The patient said that a couple of months ago it was giving short periods of pain, but it would kind of go away. The patient said the other day it blew out of proportion. The patient clarified that he turned it on and it just tripled in pain so he shut it off immediately and called the hcp. The hcp saw the patient on (B)(6) 2019 and told the patient to contact a manufacturer representative (rep). Additional information was received from the patient on (B)(6) 2019. It was reported that the patient¿s pain started up again randomly when they left their dr.¿s office and the store. To resolve the pain, the patient used ice and went to bed. The patient also mentioned that they were scheduled for spine surgery and they were having the unit removed. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the removal of the device resolved the pain. No further complications were reported.